Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 10-unit bolus was delivered without user interaction. Customer's blood glucose level was 48-56 mg/dl. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.